Manufacturer narrative:
(B)(4). Investigation summary: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Further inspection of the tubing and y-site smartsite indicate that there is sufficient solvent applied to both. Evaluating the separated parts under magnification indicates that the tubing was not inserted into the inlet of the y-site smartsite sufficiently and therefore it was easily separated when used. A device history record review for model 2420-0500 lot number 20123198 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issues is that the tubing was not inserted into the y-site smartsite inlet port with sufficient depth, and therefore separated easily. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing broke at the lower y-site connection. The following information was provided by the initial reporter: "it broke at the lower y site - the tubing normally sealed at the connector was not secured at the connection thus allowing the tubing to come free & become contaminated. There was no pulling or stress by the rn."